Event description:
Injection cap on the end of huber needle is defective. When pt atte flush the rubber cap, the cap's securing band broke with the rubber cap "popping off". As a result, the pt and mother had to immediately change caps to prevent bacterial contamination.